Event description:
The pt underwent the cvs procedure and 1 transcervical pass was made. The pt spontaneously aborted the fetus at 16 weeks gestation.

Manufacturer narrative:
Sims portex's follow-up with the user facility reveals that no add'l info regarding this event is available. This is because the report came from a referring physician whose identity is unk by the reporting facility. This report consists of changing "ni" to "unk" in the applicable sections of this form.